Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (check te messages) has been confirmed. Upon inspection, it was found that the pulse wire running from ECG a to the front te on the electrode belt was intermittent. The root cause of the intermittent wire cannot be positively identified. No adverse event resulted from the intermittent pulse failure. The pt received a replacement electrode belt.

Event description:
A pt service rep assisting a (B)(6) male pt contacted zoll lifecor customer support to report that the pt was getting excessive check therapy pad messages, despite the garment being assembled properly the te's making contact with the pt's body. The pt was issued a replacement electrode belt.